Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed continuity test. The instrument passed energy delivery test. The instrument was fully functional. For clarification, the customer complaint was "broken cable and the jaws became at the angle and would not straighten." The instrument was found to have a kinked conductor wire. The jaws of the instrument were found not to be in an angle or bent. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a kinked conductor wire in the grip tip. The conductor wires were not exposed as a result, and the insulation is damaged. The instrument passed the continuity test. Components adjacent to this kinked wire do not show damage. This failure is commonly caused by mishandling/misuse such as collision of the instrument with a sharp object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, broken cable and the jaws became at the angle and would not straighten, no harm. The procedure was completed with no reported injury.